Event description:
Clinical information: (B)(6). It was reported that on 01 feb. 2024, a 25mm navitor valve was implanted in a patient. The patient was administered heparin for procedure, but the patient's activated clotting time levels are unknown. The valve was never completely retracted into the delivery system. At an unknown point the patient was administered protamine or a reversal agent during procedure to reverse the heparin. There was no difficulty implanting the valve, such as multiple manipulations. Post implant the patient developed a stable pericardial effusion in low abundance in retro left atrium and 15 millimeters retro left ventricle. The pericardial effusion did not lead to pericardial tamponade. No treatment was provided, but the pericardial effusion will be checked/monitored. It's believed that the abbott device did not cause the pericardial effusion. The patient is stable.

Manufacturer narrative:
An event of pericardial effusion was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that after the implant procedure, the patient developed a stable pericardial effusion in low abundance in retro left atrium and 15 millimeters retro left ventricle. It was also noted that it's believed that the abbott device did not cause the pericardial effusion. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.